Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, order was not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing over to the pyxis es profile. The technical support specialist (tss) attached resolved issue nonspecific resolution knowledge article as resolved issue. The tss checked the patient encounter system for the formulary medication settings and verified that allowing splits which resolved the issue. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist resolved the issue on the device.